Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 450 mg/dl. The customer had symptoms such as vomiting and feeling tired and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 170 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were some air bubbles present. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No troubleshooting was performed any further.